Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that therapy was inappropriately withheld for an episode of ventricular tachycardia (vt) that was detected by the implantable cardioverter defibrillator (ICD) as t-wave oversensing (twos). The patient's medication was adjusted and the ICD remains in use. No further patient complications have been reported as a result of this event.